Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02306-1, 0001825034-2023-02341-1, 0001825034-2023-02342-1, 0001825034-2023-02343-1, 0001825034-2023-02344-1, 0001825034-2023-02346-1. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the right shoulder demonstrates a reverse total shoulder arthroplasty with multiple fracture glenoid screws and loosening of the vrs implant from the glenoid. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the right vrs component loosened upon implantation and the screws fractured. No revision has been reported to date. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 110027734, lot: 65857128, compr vrs glen pps min tpr adr. Cat: 115399, lot: unknown, comp rvs cntrl 6.5x45mm st/rst. Cat: 180555, lot: unknown, comp lk scr 3.5hex 4.75x40 st. Cat: 180556, lot: unknown, comp lk scr 3.5hex 4.75x45 st (x3). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02306, 0001825034-2023-02341, 0001825034-2023-02342, 0001825034-2023-02343, 0001825034-2023-02344, 0001825034-2023-02346.